Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02450. It as reported that the patient was experiencing ineffective therapy due to their leads having migrated. The issue was confirmed via x-ray. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction: section g3 in additional report 1 should have been may 5, 2022 instead of apr 29, 2022.

Event description:
Additional information received indicates that the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.